Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there were multiple errors on the integrated electrosurgical unit (iesu/erbe) generator. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed error 25913 (m-02). The tse advised the customer to power cycle the generator. The customer elected not to perform the troubleshooting steps due to the current operating room commitments at the time of the call. The customer was proceeding with the case as planned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed robotically and noted that they used the covidien triad esu for the remainder of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced generator to resolve the issue. The system was verified and ready to use. Isi received the iesu involved in the complaint and completed the evaluation. The unit was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit displayed a c-33 error upon consecutive startups.